Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator product ID 10fcc13 (unknown serial/lot); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an attempt was made to store the catheter in the sheath. A knot appeared in the catheter array. Several attempts were made of untying the knot without resolution. The catheter was forcibly stored in the sheath and removed. When removing the catheter from the sheath, the knot was caught on the inside of the sheath and the array became detached. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012715324 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment the angled array arm was observed to be exposed, the electrode(s)#2,3,4 were observed to be displaced, an exposed electrode wire was observed, and electrodes were observed to be crushed/deformed. The pcba (printed circuit board assembly) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen. Electrical continuity test revealed an open loop on the electrode(s) #1,2,3,4,5,6,7,8 wires. During the inspection of the spiral array segment, an electrode wire(s)#1,2,3,4 ,5,6,7,8 were observed to be broken. During inspection of the array segment, an electrode wire to electrode(s) #1,2,3,4,5,6,7,8; detachment was observed. During inspection of the array segment, it was observed that the transition between the array and the guidewire lumen was detached from the catheter tip. In conclusion, the reported "spiral array/ array knotted" issue was not observed/reproduced with the returned catheter. The catheter failed the returned product inspection due to an exposed electrode wire on the spiral array, a broken electrode wire on the spiral array, a displaced electrode on the spiral array, an electrode wire detachments in the spiral array, and crushed/deformed electrodes in the spiral array region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.